Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had wound infection. Symptoms were high temperature, swelling, and wound dehiscence with pus. It was also noted that patient was having pain traveling from ipg to the spine. Infection was not device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected.